Manufacturer narrative:
The investigation into the arm unit associated with this complaint is underway and the root cause is not currently known. This MDR is being submitted out of an abundance of caution based on the initial customer report.

Event description:
A customer reported that the suction cup of their arm acc unit would not stay attached to the piston during testing. The customer did not report this occurring during patient use.